Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors instrument was removed for replacement and then reattached, the tip did not open. After replacement, a small piece was discovered at the time of re-installation, and it was submitted together. It is suspected that the piece may have fallen from the disc part and requested for confirmation. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted the instrument / accessory was inspected prior to use and no damage or anything out of the ordinary was noted. It is unknown how long the instrument / accessory was in use prior to the issue. The instrument did not collide with any other instruments or other hard material during the surgical procedure. The instrument was removed during procedure and wrist straightened prior to removal. The procedure completed robotically with no patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. An in-house mcs tip was installed on the instrument. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The instrument was found to have one or more of the housing snaps broken. The broken piece was returned, measuring roughly 2.40mm x 5.89 in size. The housing snaps are located within the proximal end of the instrument and secure the housing to the instrument chassis. Components adjacent the broken snaps do not show damage. The root cause is attributed to mishandling/misuse.